Event description:
On (B)(6) 2008, the pt was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On an unk date, an angiogram revealed a type ii endoleak from a superior mesenteric artery (sma) collateral vessel. On (B)(6) 2009, the physician made an unsuccessful attempt at coil embolization of the sma collateral vessel to treat the type ii endoleak. During the procedure, he was able to intubate the sma, but was unable to pass a microcatheter into the collateral vessel due to its small caliber and stenosis. The pt tolerated the procedure. After the procedure, the physician determined that the small diseased vessel is contributing minimally to the endoleak in the setting of a shrinking aneurysm. The physician will take a wait and watch approach.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices. Specifically, the IFU warns that adverse events that may occur and/or require intervention include, but are not limited to endoleak. Attempt(s) to acquire info required for this form were made by gore.